Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that when the doctor put the device in it was turned up too high and it burned itself out within a month or 2 of implant. It was confirmed that the patient meant the battery died. No patient symptoms were reported. No further complications were reported or anticipated.